Manufacturer narrative:
No button error alarm was noted. However, the down arrow button did not respond due to corroded keypad trace. There was no frozen screen noted. No missing segments/partial display were noted. The device was received with minor scratches on the display window.

Event description:
The customer called and reported the insulin pump froze while she was attempting to program a bolus. Customer stated when a blood glucose reading from her meter was transmitted to the insulin pump, only a partial number was displayed and she received a button error alarm. Customer's blood glucose was 124 mg/dl. The customer stated that leading to the alarm, she had held down a button for more than 3 minutes. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.